Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No report of patient involvement. Initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison (B)(6).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.